Manufacturer narrative:
Na.

Event description:
The customer received a questionable low calcium result for one patient sample. The initial result was 5.5 mg/dl and was reported outside the laboratory. The sample was repeated on a cobas c311 analyzer and the result was 9.5 mg/dl. The repeat result was believed to be correct and a corrected report was called. The customer was not aware of any adverse event. The reagent lot number was 619188. The expiration date was requested, but was not provided. The customer performed calibration and qc, but the qc failed. The field service representative found there was a problem with the photometer lamp. The customer replaced the lamp and the reaction cells. The customer stated the calibration and qc were all within the specified ranges.